Manufacturer narrative:
See attached vendor evaluation.

Event description:
On 10/24/2022, it was reported by a sales representative via sems that a ar-6480 dualwave pump stopped working. This occurred on (B)(6) 2022 during an unknown case, with no patient effect reported. No additional information provided.